Event description:
It was reported that a doctor could not place the impella cp due to the patients ventricle. The doctor tried to use a buddy wire to improve the kinking, but impella placement was not achieved. The patient vessel was treated without impella. The procedure was completed without the impella and the patient remained stable the entire time. At the end of the procedure, the vessel was closed with a double proglide. Throughout the entire examination, no additional categories were necessary and no harm occurred to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had tortuosity and resistance at aorta preventing successful delivery of impella. Product damage (catheter kink): the cause of the product damage was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1990693. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.